Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the up arrow, down arrow, and okay buttons were under responsive. The moisture was reported to be in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 01/14/2015 with the following findings: investigation revealed that the keypad cover was intact with no evidence of peeling or damage. It was discovered that all keys are normally responsive. The keypad cover was removed and no evidence of contamination on the key contacts was observed. The reported complaint could not be confirmed. The following findings were unrelated to the reported issue: the battery compartment was cracked between the bumper pad and the top of the compartment. For that reason, the battery compartment was shown to leak. However, there was no evidence of moisture inside the pump and no moisture inside the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.